Event description:
During an implant procedure, the hex wrench was unable to fit into the set screw of the device. A different torque driver was used and the set screw was able to be tightened and the device was successfully implanted. The patient was stable and will continue to be monitored.